Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited an increase in pacing impedance measurements greater than 2000 ohms. It was noted that the patient had been in true atrial fibrillation. It was also noted that the device triggered elective replacement indicator (eri) and a change out procedure has been scheduled. At which the ra lead will be capped due to a suspected lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated

Event description:
Additional information indicated that this lead was surgically abandoned due to a fracture. It was noted that the fracture was not visible on fluoroscopy. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted at this time. If additional information is received, this report will be updated.